Event description:
In (B)(6) 2012, the pump pocket area was painful and the patient expressed her desire to have the pump and catheter explanted. In late (B)(6) 2012, the pocket remained painful, but it was intermittent. In early (B)(6) 2012, the pump dose was decreased by 28% to start the ramp down for the explant. As of early (B)(6) 2012, the patient was awaiting cardiac clearance to proceed to explant and was still complaining of a painful pump pocket area. The patient did not wish to have a pocket revision and keep the therapy. It was noted that the eri (elective replacement indicator) was 7 months. The pump was explanted; there was no performance issue with the pump, the patient elected to have it removed. The severity of the event was noted to be ¿moderate¿. As of early (B)(6) 2013, the patient was noted to have recovered without sequela. The pump was delivering fentanyl and bupivacaine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 8711, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Product ID: 85 90-1, lot# n070179, implanted: (B)(6) 2006, product type: accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.